Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a rash at the ipg site. Intervention took place where the patient saw the surgeon with no changes made and then the patient went to a family physican for continuous evaluation. The rash resolved on its own.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.